Event description:
Per the clinic, the patient experienced pain at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2010. There are no plans to reimplant as of the date of this report, (B)(6) 2010.

Manufacturer narrative:
(B)(4)